Event description:
The insert would not lock to the baseplate. After repeated attempts, a 13mm insert was used successfully.

Manufacturer narrative:
The results of the evaluation suggest that this event is not device related but rather is associated with intra-operative procedures.